Event description:
This pt was deafened by meningitis and has extensive cochlear ossification. After almost six years of use, this pt is experiening declining performance with their cochelar implant. The implant appears to be functioning normally during formal testing and therefore the underlying ossification is suspected to be causing the difficulties. The pt will be reimplanted in the contralateral ear with a new device in 2004.